Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The customer received a control result of 129mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer returned the control for evaluation. A new kit was sent to the customer.